Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries will not charge. There was no patient involved.

Manufacturer narrative:
The customer was contacted by a getinge field service engineer (fse) and the issue was able to be solved over the phone. The customer fixed the issue by replacing the batteries. After the batteries were replaced, the device was left to charge for a day. Then, it was confirmed that the batteries were working on both mains and battery mode and there were no warnings or problems. Then, the status of the unit was active.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries will not charge.